Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the configuration file for the imaging system was corrupted and was preventing the application software from starting. To resolve the reported issue, the corrupted file was replaced with the backup configuration file. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site biomedical engineer reported that, while setting up equipment for a spinal fusion, the imaging system was unresponsive and displayed "system booting please wait." Restarting the imaging system did not resolve the reported issue. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.